Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was unable to be reviewed as we were not able to obtain the serial number for the iabp associated with this complaint. The getinge sales manager was unable to provide the serial# or model of the involved iabp but was able to confirm that there was no malfunction of the pump. Therefore, no further investigation is required. The iabp remained in clinical use.

Event description:
It was initially reported that during intra-aortic balloon (iab) therapy using a sensation plus iab catheter, an ¿unable to calibrate fiber-optic sensor¿ alarm and an ¿unable to update timing¿ alarm was generated by the unspecified intra-aortic balloon pump (iabp); and therapy was temporarily interrupted. The clinician then switched to a non-invasive pressure monitoring source and therapy continued with no reported injury to the patient. The customer spoke with a getinge sales manager in regards to the error message and was provided with instructions to resolve the issue. It was later reported that the patient had developed a large blood clot in the left atrium which had occluded the tip of the catheter. The clot had been moved or was resolved once anticoagulation had been initiated. The customer felt that a clot had also likely been the cause of the inability of the iab catheter sensor to properly monitor pressures. The trace came back from fiber-optic after the anticoagulation therapy. Consequently, there was no reported malfunction of the involved iabp. The related iab complaint has been reported under mfg report# 2248146-2019-00271.